Event description:
Information received from a trial patient in advance evaluation. It was reported that she was going a lot since 4pm. She had also had a lot of water retention/swelling in her leg after procedure. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.